Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. The initial reporter stated that there had been no impact to the patient due to the complaint, because it occurred during testing. (B)(4).